Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer services, the following information was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. The patient was treated with fortaz and cipro. On (B)(6) 2012, the patient was discharged from the hospital and was recovering. On (B)(6) 2012, the patient was re-admitted to the hospital to have the pd catheter removed. On an unknown date during the hospitalization, dianeal therapy was discontinued and the patient began hemodialysis. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 12e17h25 and 12d20h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.